Event description:
It was reported to a physio-control service representative that the customer's device did not power on. Inserting a new charge-pak did not help. The charge-pak, attention and service indicators were lit in the device's readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a tin wisker between legs 7 and 8 of the flex cable assembly, which caused an excessive off current and depleted the internal hlc battery. A replacement device was provided to the customer.